Manufacturer narrative:
Batch review performed on 11 may 2018. Lot 168298: 60 items manufactured and released on 16 february 2017. Expiration date: 2022-02-01/ no anomalies found related to the problem. To date, 48 items of the same lot have been already sold without any similar reported event. Other device involved gmk-sphere reference (B)(4) ((B)(4)) patella resurfacing size 1; lot 163381: 130 items manufactured and released on 07 september 2016. Expiration date: 2021-08-21. No anomalies found related to the problem. To date, 116 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient came in complaining of instability. The surgeon plans to upsize the poly on (B)(6) 2018. On 17 april 2018 we were informed that the surgeon upsized the poly from a 10mm for a 17mm. The surgeon also revised the patella. The surgery was completed successfully.

Manufacturer narrative:
Patella was riding lateral in flexion. Surgeon recut to thin out bone as he thought it was thick. Was not loose but surgeon thought is was overstuffed. Patella stayed in trochlea after recut w/ no sutures or clamps through out range of motion.